Event description:
An explanted vns generator and lead were returned to the manufacturer for unk reasons from medtronic, another medical device manufacturer. Follow-up with the surgeon listed in the receiving paperwork revealed the pt was explanted for infection. The exact date of explant is unk, but the explant occurred in 2001. All attempts to obtain additional info about the infection event from the reporter have been unsuccessful to date. The explanted generator and lead are currently in product analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.